Event description:
A 20g accucath aco202250 lot# rebr0440 was inserted with ultrasound on (B)(6) 2017 in one attempt with no complications. Five hours later it was leaking. Dressing was removed and it was discovered catheter had fractured at the hub. Pt required surgical intervention to remove cannula. No other adverse outcome.